Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin was squirting out during the manual prime process. The customer blood glucose level was 290 mg/dl. The customer was assisted with troubleshooting. Customer states they were not wearing the insulin pump during priming. Customer states insulin did not continue to drip after letting go of the act button. Customer states there were no gap between the piston and the reservoir stopper. Customer was able to successfully prime the set. Customer states the drive support cap appears normal. Customer had issue with buttons responding, but states they had carpal tunnel and too much pressure on fingers was an issue. The device will not be returned for analysis.